Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited pace impedances greater than 2,000 ohms. It was reported that the patient had fallen. The physician thinks that the cause may be subclavian crush. This product remains in-service. No further complications have been reported.